Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and boluses were delivered.